Event description:
Patient experienced the loss of therapeutic effect for implantable neurostimulator (ins). Patient reported never having therapeutic benefit. Patient reported that trial was successful but permanent implant has never worked. Patient still took detrol and wears pads. Patient was about ready to have the device taken out. Patient had seen the hcp several times for adjustments and it had not helped. Patient turned stimulation off and it made no difference with their urinary symptoms. Caller stated that maybe the wires had moved. Patient was at a point where their condition seemed to have gotten worse. Patient got out of the car and they stood up and flooded their pants. It was very embarrassing and never that bad before. That happened 3 times. Patient changed the program but that didn't work because the incontinence happened again. Patient was outside for an hour and when they reached home, they wet their pants so it was not working. The patient stated the stimulator seemed to be working fairly well but not totally well because they started wetting their pants. Patient was having burning and itching soreness in the volva area. Patient stated that when they urinated, they felt an immediate need to have sex. The patient stated all around their vulva was itching, hurt so bad that it was worse than having a baby and was very sore. The patient thought that it was the stimulator causing the issues because their hcp told they turn the ins off for 2 weeks and they had it off for 3 weeks and the vulva issues completely went away and resolved. Patient asked if stimulator could cause this or if other patient reported this. The patient mentioned that the device made them felt like that they had "got to have sex" and they never even had that "problem"/feeling when her husband was alive. The patient stated they had a device explant surgery scheduled for monday next week because and was going into to the hcp to have their preliminary blood drawings that they need to take before they do surgery. The patient asked if there was any other options. The patient stated that they had tried all 4 programs with "every setting" with no success. It was that device removal was decision between patient and hcp and redirected patient to hcp to talk about programming options/ option of leaving device off vs removing it. Patient was not feeling stimulation. The patient wanted to try to turn the device back on and they had it on p1 and tried increasing but couldn't feel stimulation, so they tried program 2 and put it "all the way up to 4 and couldn't feel stimulation". It was reviewed that stimulation could go to 8.5v and walked patient through increasing stimulation on p4 to 1.6v where they felt stimulation comfortably in bike seat area. Patient mentioned that when they were at the hcp's office and there were a couple times when they would increase stimulation where stimulation woul d feel like sticking their finger in a light bulb and confirmed that the uncomfortable sensation would resolve once the stimulation was turned down. Additional information received from patient letter as patient mentioned that device did not control their bladder and they had an urge to urinate and before they could get to the bathroom, they were wetting to the point. Patient also had urine leakage in the sleep and they got up 3 times during the night. They still had bad burning sensation as well as itch and the desire for intercourse when they urinate. I have heard that another lad this sensation. Patient was scheduled for device removal but it got canceled. Patient did turn the device off for to see if it can resolve the issue but it would not.

Event description:
Additional information received from the patient noted that the patient did not have concerns with their device or therapy. The patient's concerns were answered by one of the manufacturer's representatives - everything was working much better after talking with them.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0qdwf, implanted: (b)(6 2015, product type lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had the device explanted on because it didn¿t work for the patient. It was noted that the patient wanted to rub and scratch the vagina until it was blue; it burned, stung, and itched. It was also noted that they had sexual actions when going to the bathroom, which they didn¿t want. During the explant, the healthcare professional (hcp) discovered that the lead wires had grown into the patient¿s spine. It was stated that the hcp made three incisions in an attempt to remove the leads, but they could not remove them. It was further stated that the hcp cut the lead wires out, but they are still implanted in the patient. The patient inquired about getting the device repaired, and it was reviewed that if they wanted the therapy back, they should discuss getting a new device implanted with their hcp. The patient was scheduled to see their hcp the following week.

Event description:
The patient reported never having therapeutic effect. It was noted that the device was not working period and the patient thought her symptoms were getting worse. The patient had to go to the bathroom more now than she was when she was taking detrol. The patient turns the water on and she is wet. The patient was in the doctor's office a week ago and was told to adjust it. The patient was currently on program 2 at about 3v. If she increases stim any higher it hurts all around the pelvic area. The hurting all around the pelvic area was constant. The patient tried program 3 and it really bothered her. The hcp (healthcare provider) didn't tell her to keep a diary. Yesterday, the patient went to the bathroom 4 times in an hour and a half. The patient used 8 panty liners yesterday. The trial seemed to work well. The patient stated the hcp didn't tell her when to change programs. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot# va0qdwf, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID 3093-28, lot# va0qdwf, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The following event is considered a sudden change in therapy/symptoms. Patient said the lead wires are causing the patient to live in total misery; they can't be uncomfortable in 24 hours out of every day. They hurt and burn. The patient takes a handful of "preleaf" which is supposed to cut the acid out of the patient's urine. Patient said their hcp said the acid in the patient's urine is causing the burning sensation as well as indicated that it could be from what the patient is eating. They are taking this medication, but it is not helping with their burning sensation. The patient reports a raw bottom and every time they go to the bathroom, the burning sensation is like someone has a match up their butt. The adverse event is occurring daily and they are continually discussing the reported issue with their hcp. The patient said the hcp has indicated that they can't remove the lead wires, this "preleaf" is not helping one bit at all, and wants to know if there is something else that could be done. It was reviewed that the patient's issue is medical in nature and it would be best to continually work with the hcp to address the reported issues. The only assistance the manufacturing company can provide is a listing of hcp's if the patient is seeking a second opinion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that they were instructed to take prelief 2 tablets before eating or drinking. Patient stated the issues were not resolved and that they were in pain, burning and itching 24/7 and was never comfortable. Patient leaked urine at the rate of 2-3 heavy pads per night and daytime they used as many pads. Patient stated they had wet a pad until it leaked down their legs. When they felt the need to relieve themselves it is already pouring out and they did not have time to get to a commode. Patient mentioned when they had the bladder stimulation surgery they told their doctor it was not working as well as the test time and they kept changing their program. After months they requested for removal of device and found out that the probes had embedded in their backbone and not their bladder. It was noted they could not be removed and caused the patient much pain and discomfort, burning, and more. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported never having therapeutic effect. The patient repeated previous allegations regarding no therapeutic effect. The patient repeated that she had had it on "every number and it doesn't work" when the patient has to go, and can't get to the bathroom, pee runs down her legs. An event date of (B)(6) 2015 was noted. The patient stated she changed to program 1 which did not seem to be helping as much, so she increased stim a little until she felt that tingle. Being on program had helped symptoms a little, but it had also caused the patient to "feel like she just had a baby, all around her vagina it is painful and sore." The patient stated it is an exhausted and sore feeling. The patient had an appointment to see hcp (healthcare provider) this month. The patient asked what does each program do. The patient was still confused on how the device was supposed to work.